Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the devices were separate and blood was on the devices as received. The access system valve was closed as received. There were multiple kinks along the shaft of the device. The tip was damaged with torn tip material and delaminated, torn, and exposed liner material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the sheath became damaged. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was selected and a watchman ® laa closure device (wds) was inserted and deployed. A full recapture was performed as the device was deployed too proximally. The closure device was then deployed on the "back table", when they noticed that the blue tip of the sheath was tangled on two feet of the closure device. The procedure was successfully completed with a new was and wds. No patient complications were reported and the patient did not show any hemodynamic changes. The patient was discharged home the next day.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sheath became damaged. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was selected and a watchman laa closure device (wds) was inserted and deployed. A full recapture was performed as the device was deployed too proximally. The closure device was then deployed on the "back table", when they noticed that the blue tip of the sheath was tangled on two feet of the closure device. The procedure was successfully completed with a new was and wds. No patient complications were reported and the patient did not show any hemodynamic changes. The patient was discharged home the next day.